Event description:
Dexcom g6 sensor inaccuracy: g6 reading 260, finger stick reading is 200. Dexcom g6 sensor activated on (B)(6) 2023; inserted on (B)(6) 2023.

Event description:
Additional information received from reporter on 29-dec-2023, for mw5149647. Dexcom g6 sensor inaccuracy: 9:06am g6 reading 76 with a straight arrow down, finger stick reading at this time is 103.